Event description:
Deflated right breast implant, bilateral open capsulotomy, replace bilateral implants with another brand. Unknown if initial use.

Event description:
Describe event or problem: suspected deflation: